Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-sensed t wave oversensing was observed via remote transmission. Patient was asymptomatic. The patient was brought into clinic and programming changes were made.